Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head during the scheduled preventive maintenance visit. He then performed a gear pump adjustment. He also performed mechanism checks and noted that the gear pump pressure was stable. The customer performed calibration and qc with acceptable results. The fse noted the cell rinse water levels to be inaccurate which affected the photometric readings of the calcium qc and patient samples. He then replaced the cuvette cell rinse valve and the sample probe. He checked the adjustments of all the sample and reagent probes. He also performed cell rinse adjustment with successful results. The analyzer's performance was verified by hardware and precision checks which gave successful results. The customer also performed calibrations and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat results were deemed correct. The first sample initially resulted in a calcium value of 5.7 mg/dl. The sample was repeated on the same analyzer, resulting as 8.5 mg/dl. The sample was repeated on a second analyzer, resulting as 8.6 mg/dl. The second sample initially resulted in a calcium value of 6.6 mg/dl. The sample was repeated on the same analyzer, resulting as 9.9 mg/dl. The sample was repeated on a second analyzer, resulting as 10 mg/dl. The third sample initially resulted in a calcium value of 6.2 mg/dl. The sample was repeated on the same analyzer, resulting as 8.2 mg/dl. The sample was repeated on a second analyzer, resulting as 8.3 mg/dl. The fourth sample initially resulted in a calcium value of 7.9 mg/dl. The sample was repeated on a second analyzer, resulting as 9.5 mg/dl. The fifth sample initially resulted in a calcium value of 8 mg/dl. The sample was repeated on a second analyzer, resulting as 10 mg/dl. The calcium reagent lot number was 55758601, with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer replaced the calcium reagent cassette and calibrated, but calibration failed.